Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot#: unknown, implanted: (B)(6) 2021, product type: lead. Product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#:. Date of event: date is estimated; month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and a friend/family member of the patient regarding an advanced evaluation trial patient who was using an external neurostimulator (ens) for urgency frequency/urge incontinence. The trial began (B)(6) 2021. It was reported that, per the patient's spouse, the patient had gone to the doctor and there was a wire that came loose and they fixed it. The patient stated they had "like a burning sensation" when they were feeling the stimulation. They felt it off and on at the time of the call. Their doctor requested they be changed to another program. The patient's spouse was assisted in changing from program 4 to program 5. The patient's stimulation was set on 5.8 volts. While adjusting the stimulation, on two different tries, the patient stated it was too much and the stimulation was decreased. It was now on 5.5 volts.